Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During installation it was reported the cardiosave intra-aortic balloon pump (iabp) both safety discs failed all manifold test- fails at membrane different pressure of pneumatic interface module test

Manufacturer narrative:
It was reported that during installation of safety disks of the cardiosave intra-aortic balloon pump (iabp) had all manifold test" fails at membrane diff pressure of pneumatic interface module test. A getinge field service engineer (fse) resolved issue by replacing the safety disk. As the service order is not attached there is no technical information to document. No information regarding device cleared for clinical use. The defective components were received for further investigation. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications. The nrc could not verify the failure of the safety disk failing the membrane leak test.the membrane differential pressure read 4mmhg. The factory specification is +-6mmhg. The safety disk passed testing. Is no longer going to sustaining for further analysis. Investigation is completed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.